Event description:
Information received from the field does not address the patient's clinical status but notes noise on the atrial lead which was reproducible with positional testing. Also noted was a drop in atrial lead impedance. After evaluation of the egms, the clinician believed that the lead was fractured.